Event description:
It was reported that the customer experienced a blood glucose (bg) level of 56 mg/dl. Reportedly, customer overcorrected for a food bolus which caused them too go low. Reportedly, customer became disoriented and customers wife called the ambulance who transported the customer to the emergency room (ER). Customer was treated intravenously with fluids of saline. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.